Event description:
It was reported that the insulin pump has physical damage. It was reported that the insulin pump is broken where the syringe is inserted. Customer's blood glucose reading was 118 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, minor scratches to lcd window, scratched reservoir tube window, stained address and or serial number label, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).